Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. It was reported that a computed tomography scan of the patient¿s abdomen and pelvis did not reveal any issues. The patient was treated with intravenous iron infusions and would continue to be monitored. It was later communicated that the bleeding from the driveline site had resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bleeding from the driveline site. The computed tomography (CT) scan of the abdomen and pelvis was negative. The patient received 3 doses of intravenous (IV) iron. The patient was continued monitoring. The bleeding resolved and there were no further complaints from the patient regarding bleeding from the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.